Manufacturer narrative:
The investigation determined that a higher than expected vitros (B)(4) patient result and imprecise vitros (B)(4) quality control results were obtained on a vitros 250 chemistry system. The higher than expected patient result was obtained from a diluted patient sample that was not processed following the manufacturer's recommended dilution protocol. In addition, ammonia based cleaners were used in the customer's laboratory. An ocd field engineer replaced the incubator evaporation caps and drive belt, performed a cleaning of the incubator, and made all necessary adjustments to the subsystem. Following these activities, acceptable vitros amon performance was observed. The investigation was unable to determine a definitive root cause. However, the most likely cause of this event is user error in the use of ammonia based cleaners and/or user error in the use of an inappropriate dilution protocol. The root cause of this event is unknown.

Event description:
The customer obtained a higher than expected vitros (B)(4) result from a single patient sample processed on a vitros 250 chemistry system. In addition, imprecise vitros (B)(4) quality control results were also obtained. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros (B)(4) patient result was initially reported out of the laboratory, however a corrected report was issued for the affected patient sample. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).